Event description:
It was reported when using the bd¿ slip tip syringe there was leakage past the stopper/plunger. The following information was provided by the initial reporter. "The hcp aspirated saline for dilution with the syringe and placed it. The hcp then discovered that the outer surface of the syringe was wet. The saline seems to be leaking from the gap between the barrel and the plunger."

Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. From the returned sample, the barrel body was observed to be cracked and caused the leakage past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the cracked barrel could be due to the air jet at the auto-reject station is out of position, which resulted to the part poor throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, it leads to the subsequent syringe to rub against the jammed product and causes damage on the barrel body and resulted in leakage past stopper. However, if the air jet, located at the auto-reject station which used to blow off the part from dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ slip tip syringe there was leakage past the stopper/plunger. The following information was provided by the initial reporter. "The hcp aspirated saline for dilution with the syringe and placed it. The hcp then discovered that the outer surface of the syringe was wet. The saline seems to be leaking from the gap between the barrel and the plunger."